Event description:
It was reported that during a ptca/stent procedure, a 3.0x23 penta was successfully placed in the distal rca. Subsequently, another 3.0x23 penta was advanced across a mild rca lesion. The balloon was inflated to 12 atmospheres and then burst. The patient remained hemodynamically stable, but an area of concern was noted just distal to the stent and a dissection was suspected. A third stent (3.0x8 penta) was placed between the two stents to treat the dissection. The second stent was not post-dilated.